Event description:
Reportedly, medics attempted to use the device on a medical call, and it would not power on due to depleted batteries, the device had not been used before the call. Type of call and pt condition were not reported. The reporter stated the department policy is to install fresh, fully charged batteries at the start of the shift.